Event description:
It was reported that the 8800 system a/c power cord has cracked insulation and wires are showing. There was no report of operator or pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reterminated connections on the a/c power cable. The system was tested and found to be working as intended and placed back into service.